Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy in roux-en-y reconstruction, they used the powered stapler and the reload cartridges. The first firing to duodenum and the second firing to gastric body were successful. At the third firing for gastric body resection, the tissue was thin, however the surgeon could not fire the device. The following firings were completed with no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.